Event description:
Litigation alleges pain, bodily injury, elevated metal ion levels, and soft tissue damage.

Manufacturer narrative:
Depuy still considers the investigation closed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain, bodily injury, elevated metal ion levels, and soft tissue damage.update der rcvd - attached der, updated dor, patient demographics, sales rep contact details, cup and head. Hip side still unknown.

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 10/8/14 - medical records received. Patient revised to address metallosis. Upon revision cloudy fluid was noted. The information received does not change the MDR decision.